Event description:
It was reported that patient faced high blood glucose and correction with the pen is used for treatment of high blood glucose. No further information is available.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.